Event description:
Bilateral laparoscopic tubal ligation with fallopian rings. Postop complaint of dizziness and decreased b/p 70/40. Admitted for observation. Abdomen slightly distended; hemoglobin dropped from 13.6 pre-op to 8.9. Exploratory lap noted inferior epigastric artery bleed with evolving hematoma.